Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with silkam suture. The client reported that the thread breaks on several attempts when tying the first knot. No harm to the patient was reported although the surgery was prolonged. The type of surgery was varicocelectomy with artery preservation and the tissue sutured was scrotal varices.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed (B)(4) units of this code batch. There are no units in stock. We have received 2 closed samples for analysis. We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.09 kgf in average and 1.01 kgf in minimum (ep requirements: 0.92 kgf in average and 0.31 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Furthermore, knot pull tensile strength results before releasing the product were 1.23 kgf in average and 1.17 kgf in minimum and fulfilled ep requirements. We have also reviewed the complaint history record, and there are no previous complaints in any of the other products manufactured with the same thread raw material batch used in this product. Remarks: when working with silkam® great care must be taken to ensure that the use of surgical instruments, such as tweezers or needle holder, does not lead to crimping damage of the suture. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.